Event description:
During setup of the heart-lung bypass unit, perfusionist noted two pieces of plastic in the pump housing. A second oxygenator assembly was utilized to perform procedure and defective was returned to manufacturer for evaluation====================== manufacturer response for kit, oxygenator, primo2x smart perfusion pack======================manufacturer provided rga, since the or did not save packaging; sorin was able to identify the lot# of the product once they were able to examine it.